Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated plastic end cap and 2 dust shields were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Missing parts pwd700 - transparent plate (ard368305555), sat-ondaspace df-sf 4 dust covers kit (ard315021555), spring arm ac2000 df dust cover (hm56053311) and spring arm 567501286 rear cover-ral9016 (ard367501900) were replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. A root cause analysis was performed by subject matter experts, and it was established that the dust cover was probably missing due to non-conformity of the metal covers assembly, degradation of the metal covers or improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. Manufacturer initiated also a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. According to the subject matter expert at the manufacturing site, the incident of cover missing is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use. Additionally, users are requested to pay attention to cracks in plastic parts. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code and h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a.

Event description:
On 4th october, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated plastic end cap and 2 dust shields were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.